Event description:
It was reported a spectrum pump displayed close door alarm, when the door was closed. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported symptom. The evaluation found the force required to secure the door is above the expected levels. This was caused by failed hooks and latch pins, which were replaced.